Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), headache ("headaches"), back pain ("low back pain"), fatigue ("tiredness"), alopecia ("alopecia"), anxiety ("anxiety"), depression ("depression"), loss of libido ("lack of sexual drive") and anger ("outbursts of anger against her environment"). The patient was treated with surgery (hysterectomy and bilateral laparotomic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, metal poisoning, headache, back pain, fatigue, alopecia, anxiety, depression, loss of libido and anger outcome was unknown. The reporter considered alopecia, anger, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, metal poisoning, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("remains of essure are seen in the left uterine horn only") and device dislocation ("as the left essure could not be found, a total abdominal hysterectomy was performed") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of mixed anxiety and depressive disorder, asthma, parity 3, miscarriage and multi gravida (4). The patient had a family history of hypersensitivity. Concomitant products included fosfomycin, alprazolam and metamizole. On (B)(6) 2010, the patient had essure inserted. In 2018 she experienced pruritus ("generalised pruritus"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), device breakage (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), swelling ("swelling"), allergy to metals ("delayed nickel hypersensitivity"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), intermenstrual bleeding ("metrorrhagia"), back pain ("low back pain"), headache ("headaches"), fatigue ("tiredness"), alopecia ("alopecia"), anxiety ("anxiety"), depression ("depression"), loss of libido ("lack of sexual drive"), anger ("outbursts of anger against her environment"), abdominal pain ("abdominal pain"), pelvic discomfort ("pelvic discomfort"), heavy menstrual bleeding ("menorrhagia"), dysgeusia ("metallic taste"), decreased appetite ("decreased appetite"), dysuria ("urinary discomfort"), arthralgia ("shoulder pain"), oropharyngeal pain ("sore throat"), bronchitis ("bronchitis"), suprapubic pain ("suprapubic pain"), dyspnoea ("dyspnoea"), dizziness ("dizziness"), diarrhoea ("diarrhoea"), breast mass ("breast lump"), paraesthesia ("paraesthesia of fingers"), anaemia ("anaemia due to iron deficiency"), cough ("cough"), malaise ("malaise") and metal poisoning ("metallosis") and was found to have weight decreased ("weight loss") and lipoma ("lipoma"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with paracetamol /pseudoefedrina sulfato /dextrometorfano hidrobromuro farm (paracetamol + pseudoephedrine + dextromethorphan), ibuprofen, cicatridine (hyaluronate sodium) and salbutamol as well as surgery (hysterectomy and bilateral laparotomic salpingectomy and total abdominal hysterectomy ). At the time of the report, the outcomes for pelvic pain, swelling, hypersensitivity, genital haemorrhage, back pain, headache, fatigue, alopecia, anxiety, depression, loss of libido, anger and metal poisoning were unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anger, anxiety, arthralgia, back pain, breast mass, bronchitis, cough, decreased appetite, depression, device breakage, device dislocation, diarrhoea, dizziness, dysgeusia, dyspnoea, dysuria, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, lipoma, loss of libido, malaise, metal poisoning, oropharyngeal pain, paraesthesia, pelvic discomfort, pelvic pain, pruritus, suprapubic pain, swelling and weight decreased to be related to essure administration. The reporter commented: at examination of (B)(6) 2020: metallic taste still persisting, the rest of the symptoms were improving. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2020: no essure device findings (patient had presented an extra-clinical computed tomography (CT) scan report showing a 28 mm formation) [allergy test] on (B)(6) 2019: nickel allergy (++), other metals negative [laparoscopy] on (B)(6) 2019: right fallopian tube is dissected and the right essure device is removed completely (the 25 coil springs are checked, as well as the stem) by means of monopolar and bipolar forceps, performing a complete right salpingectomy. A dissection and left salpingectomy are performed and no essure device can be found within. There is no indication of it being in the horn region. A hysteroscopy under anesthesia is performed during that very surgical intervention to locate the essure device within the cavity/uterus. During the hysteroscopy, the essure device is found in the left horn (stem and 4-4 coil springs) but it cannot be removed during the hysteroscopy [pathology test] (date unknown): anatomical pathology diagnosis: uterus (simple complete hysterectomy) - mild chronic cervicitis with concomitant reactive type glandular changes. Nabothian cysts. - inactive endometrium with mild chronic inflammation signs and superficial erosion. Extensive adenomyosis. - subserous leiomyoma. Right tube (salpingectomy): mild fibrosis, vascular congestion and minimal signs of chronic non-specific inflammation. Paratubal cyst. Left tube (salpingectomy): mild fibrosis, vascular congestion and minimal signs of chronic non-specific inflammation. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 06-feb-2023: events device breakage, abdominal pain, pelvic discomfort, heavy menses , metal taste, weight loss, decrease appetite, intermenstrual bleeding, device dislocation, anemia, paresthesia, lipoma, cough , malaise, dysuria, shoulder pain, sore throat, suprapubic pain. Bronchitis, dyspnea, dizziness diarrhea, breast mass, eye floater added. Patients details date of birth , medical history , lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), headache ("headaches"), back pain ("low back pain"), fatigue ("tiredness"), alopecia ("alopecia"), anxiety ("anxiety"), depression ("depression"), loss of libido ("lack of sexual drive") and anger ("outbursts of anger against her environment"). The patient was treated with surgery (hysterectomy and bilateral laparotomic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, metal poisoning, headache, back pain, fatigue, alopecia, anxiety, depression, loss of libido and anger outcome was unknown. The reporter considered alopecia, anger, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, metal poisoning, pelvic pain and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.